Event description:
I have experienced two occasions in which an accu-check ultraflex infusion set became dislodged from my disetronic insulin pump. There were no serious problems; however, on one occasion, the incident occurred sometime during the night, and I awoke with a high blood glucose reading -365- , which took several hours to get it under control. I received a recall notice from disentronic last week and am following up with this report.